Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us: (B)(4). As a result, urgent field safety notice, (B)(4), was issued to siemens customers outside the us april, 2012.

Manufacturer narrative:
The cause for the discordant hcv results is unknown. The qc and calibrations were acceptable. Reagent lot #226 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. Supplemental testing of the sample is recommended."

Event description:
False (B)(6) advia centaur hcv results were obtained for samples from four different patients. The patient samples were tested on immunoblot and the results were (B)(6). The (B)(6) results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur hcv result.